Manufacturer narrative:
The investigation into the battery power issue has been completed. The automated impella controller (aic) was returned for investigation. The cause of the battery failure and battery communication error was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient with myocarditis was placed onto impella cp support for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a battery failure red alarm with no resolution specified. No patient harm was reported.